Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial results were sodium 168.4 and chloride 127.5. The sodium was automatically repeated with a result of 140.8. The sample was retested on another ise module and the sodium result was 136.7 and the chloride result was 101.5. The units of measure were not provided.

Manufacturer narrative:
The field service engineer replaced the vacuum and sipper nozzle and cleaned the system. The service actions resolved the issue. The specific cause of the event could not be determined.